Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer did not follow the correct steps when filling a cartridge. Tandem technical support guided the customer through properly changing the cartridge. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.